Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The hv module was replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.